Event description:
It was reported that, a user with dementia in a nursing facility experienced sustained hyperglycemia lasting approximately four hours, with a highest documented blood glucose of 243 mg/dl. During the event, the ilet delivered correction boluses, but glucose levels did not trend downward until the infusion set was changed to a new site. No ilet high or low alerts were reported, and no medical intervention or outside assistance occurred. The user reported symptoms of headache and agitation. The outcome included resolution of the hyperglycemia following the infusion set change and no hospitalization. The investigation included troubleshooting with the caregiver and coordination with facility staff, as well as collection of event details and device use information. The investigation revealed no confirmed device malfunction, and the pattern was consistent with a potential infusion site or infusion set issue that may have impeded insulin delivery prior to the set change, although the exact cause remained unclear. Based on previously established findings for similar reports, the cause was concluded to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.